Event description:
It was reported that during a magnetic resonance imaging (MRI) visit the health care professional (hcp) called technical services (ts) for programming assistance. Upon review of stored device data, the device was found to have triggered a lead safety switch (lss) from bipolar to unipolar configuration due to high out of range pacing impedances exhibited on the right ventricular (rv) lead. Ts advised the hcp that the MRI scan would be considered off label if completed. Later on, the hcp received an off label MRI order from physician and the MRI was completed successfully. No additional adverse patient effects were reported. This rv lead remains in service.